Event description:
Plate broke and was revised. This event did not cause any adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Additional info: evaluation of this event cannot be performed because the device has not been returned. Section f1-14 has been provided by the user facility.